Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from 10/1/2019 to 10/28/2019. The continuous glucose monitor was not in use from (B)(6) 2019 to (B)(6) 2019. Blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2019 at 8:26:33 pm. A tubing fill of size 16.4 units was observed on (B)(6) 2019 at 12:23:20 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, at 6:55:51 pm, user entered in 100 grams of carbs. Based off of their carb ratio (9 grams/unit) 11.03 units were recommended. User overridden the recommended bolus size (11.03 units) and made a manual bolus request of size 13 units. Making bolus requests when overriding the recommended bolus size could lead to a low bg event. Blood glucose (bg) of 31 mg/dl was entered into the pump by the user on 10/16/2020 at 7:10:27 pm. On (B)(6) 2020, at 1:48:07 pm, 3:44:18 pm, and 3:53:23 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events of approximately 20-30 mg/dl; cause was unknown. Applesauce, yogurt, cookies, and crackers were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.